Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. The samples were visually and functionally inspected. The samples met the specified quality requirements for packaging integrity, knot pull and in-vitro pull test. The remaining tensile strength corresponds to the absorption profile of undyed suture material.

Event description:
It was reported that the patient underwent episiotomy on an unknown date and suture was used. Following the procedure, the patient experienced wound dehiscence of the perineum tissue and inflammation. Cultures were performed and nothing was found. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent a spatula-assisted delivery with episiotomy. The patient experienced an inflammatory reaction 5 days after the dehiscence. It was reported the patient was treated by local cares and pyostacine. (B)(4).